Manufacturer narrative:
The verathon customer care representative informed the customer that, as stated in the operations and maintenance manual (omm), the video monitor should be powered off prior to connecting or disconnecting the video cable. Follow up with the customer indicates they have not had further issues. Corrective action is not required at this time.

Event description:
It was reported that during a patient procedure the customer switched video batons while the glidescope video monitor was powered on, also known as "hot swapping". Reportedly after the glidescope avl video baton 1-2 was connected the video monitor showed an image but it was only about a half of an inch-wide line across the display. Reportedly the customer switched to a manual intubation, however the delay in the procedure was not reported. No harm to patient or user was reported.